Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the suture threads were thicker than other existing sutures size 3/0. There is no patient injury, before use. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 36 closed samples and 1 opened to analyse this case. Diameter result conducted on the silkam closed samples received is 0.242 mm in average and fulfils the requirements of the european pharmacopoeia for this size and thread: 0.200 mm < xave < 0.249 mm. Diameter average value is in the high range of the european pharmacopoeia (ep) requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.